Event description:
It was reported that during an unk procedure, the clips would not hold after placing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.